Event description:
It was reported that during pump preparation, the outflow graft was cut when the hemostat was placed. A new outflow graft was used for the procedure. The outflow graft and bend relief were to be sent back.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned outflow graft confirmed the cut in the distal portion of the outflow graft. The outflow graft and outflow graft bend relief were returned in like-new condition. Visual inspection of the distal end of the outflow graft revealed a cut in the graft approximately 9.5 inches from the graft attachment. The outflow graft bend relief appeared unremarkable. The hardware of the outflow graft and outflow graft bend relief were inspected, and no abnormalities were observed. Review of the available device history records for lot number 8278241 showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. Section 5 of this IFU contains instructions for unpacking the sealed outflow graft (5-15) and preparing the sealed outflow graft (5-16). Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.